Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 37612, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable ne urostimulator. It was reported the rc batteries were off and the patient did not have stimulation during the first follow up post battery replacement. The clinician reported the devices was discharged when the patientshowed up to the clinic. It was determined the patient's mom was not trained on how to recharge the devices and this is why they discharged. It was reported no one showed her how to recharge. It was unknown when the event began. The clinician recharged the devices up to 25%. The issue was resolved at the time of the report. No known patient symptoms/injuries were related to this event. No complications were reported or anticipated.